Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for the past two weeks it has taken them 40 minutes or more to get a connected to charge their implanted neurostimulator (ins). Patient stated during those 40-50 minutes the screen will show looking for device and checking recharge quality. Patient confirmed there is no visible damage to the recharger or controller port. Patient mentioned the paddle has gotten warmer than normal over the past two weeks. Patient connected the recharger and reported poor recharge quality. Agent asked if patient had been seeing this message over the past two weeks and patient confirmed they had. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6)], revealed: complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.